Event description:
It was reported that during an unk procedure the device was alarming. The surgeon used another device to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Eval summary: the analysis was performed and was found that the handpiece no longer meets the specs for continuity. The instrument was tested on the generator and gave an error code 3. The hand piece was disassembled and found moisture ingress inside of it. Due to this condition, may lead to occur a solid tone during the use of the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.